Manufacturer narrative:
(B)(4). Section g4, PMA/510(k) number: the 950n40 neonatal optiflow junior heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n40j neonatal optiflow junior heated circuit kit is sold in the USA. Therefore, the 510(k) number for 950n40j has been used under section g4. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported that a 950n40 neonatal optiflow junior heated circuit kit had melted. The healthcare facility also reported that the patient was not connected to the 950n40 neonatal optiflow junior heated circuit kit. There was no patient consequence.

Manufacturer narrative:
(B)(6). Section g4, PMA/510(k) number: the 950n40 neonatal optiflow junior heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n40j neonatal optiflow junior heated circuit kit is sold in the USA. Therefore, the 510(k) number for 950n40j has been used under section g4. Method: the subject inspiratory tubing of the 950n40 neonatal optiflow junior heated circuit kit was received at fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the inspiratory tubing of the 950n40 neonatal optiflow junior heated circuit kit was melted. The healthcare facility further reported that the tubing was not connected to a patient and was covered by the pillow(s,) at the time of reported event. Visual inspection of the subject device revealed that the inspiratory tubing was melted, confirming the reported fault. Conclusion: based on the information provided by the healthcare facility, evaluation of the subject device and our knowledge of the product, the cause of the melted inspiratory tubing of the 950n40 neonatal optiflow junior heated circuit kit may be due to the tubing being covered by the pillow. All heated breathing tubes as part of the 950n40 neonatal optiflow junior heated circuit kit are visually inspected and undergo functional tests, including temperature and heater wire resistance. The heater wires are 100% visually inspected using a camera system. The heater wires are also tested for resistance, continuity, polarity, and pitch during production. Additionally, a functional test is conducted under load. The heated breathing tube (hbt) is designed to ensure that "under normal conditions" the surface temperature does not exceed 44ºc as per iso 80601-2-74:2021 medical electrical equipment: particular requirements for basic safety and essential performance of respiratory humidifying equipment. The two elastomers used in hbt both have a softening point of 76ºc. The tubing will only reach the softening point if it is covered for a prolonged time and heat is no longer able to dissipate away from the tube. Compression would not cause the tubing to reach the softening point. The key factors which determine whether the heat is retained in the affected area leading to softening are: the surface area of the hbt covered by an object. The duration of time the hbt is covered. The insulating properties of the object covering the hbt (i.e., higher thermal coefficient would allow less heat to dissipate). The gas flow rate through the tube (i.e., lack of flow through the tube would allow less heat to dissipate). The user instructions that accompany the 950n40 neonatal optiflow junior heated circuit kit may also caution the user: set appropriate ventilator or flow source alarms to monitor therapy delivery. Perform a pressure and leak test on the breathing system before connecting to a patient. Do not crush, stretch, or milk the tubing. Do not cover the circuit with materials such as towels, pillows, or bed linen. Failure to comply may result in skin burn.

Event description:
A healthcare facility in australia reported that a 950n40 neonatal optiflow junior heated circuit kit had melted. The healthcare facility also reported that the patient was not connected to the 950n40 neonatal optiflow junior heated circuit kit. There was no patient consequence.